Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a hemicolectomy, the subject device was used. About 15 times activation after the start of the procedure, the tissue pad of the subject device was partially detached and mostly burnt out. At that time, probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the detachment of the tissue pad and the severely worn tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, omsc confirmed that the tissue pad was gone. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.